Event description:
It was reported that a spectrum pump "would not change screens." There was no patient involvement. No additional information could be obtained.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the observation, no malfunction related to the reported "not changing screen" was observed.